Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the mid superficial femoral artery (sfa). The 6.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion over a .018 guide wire however the thumbwheel kept spinning and the stent failed to deploy. The ses was removed and the procedure completed using a supera. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the stent implant was exposed 2 millimeters (mm) from the distal end of the sheath. There were splits noted on the outer member proximal to the outer member-stent sheath bond area.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint handling database identified similar incidents from this lot. Reportedly, the 6.0x150mm absolute pro ll self-expanding stent system (ses) was advanced to the target lesion over a .018 guide wire however the thumbwheel kept spinning and the stent failed to deploy. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use states: one 0.035¿ (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. It is undetermined if the deviation of the instructions for use caused/contributed to the reported difficulties. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. H6 medical device problem code: 2017 - failure to follow steps / instructions.